Event description:
The company was notified that the patient's device was explanted due to extrusion of the electrode array between the pinna and the internal receiver with reactive granulation tissue around the device internal receiver can. An x-ray showed that the electrode array was partially pulled out of the cochlear. Advanced bionics is in the process of gathering additional information.